Event description:
Product surveillance spoke with the peritoneal dialysis nurse on (B)(6) 2010 regarding an unrelated issue. The nurse stated the patient contracted peritonitis on (B)(6) 2010. The patient's condition is ongoing and improved. The patient has been retrained on technique. The nurse stated the patient would have discarded the sample, no companion sample would be available, and the lot number would be unknown.

Event description:
Reporter alleged the customer obtained the results of 101 mg/dl and 240 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.